Event description:
On (B) (6) 2010, the lay user/pt in (B) (6) contacted lifescan alleging that the onetouch ultramini meter displayed the "error 1" message. The medical surveillance specialist (mss) wrote follow up questions to the technical service rep (tsr) to ask the pt but the tsr could not reach the pt. The pt said the issue started on/around (B) (6) and said she could not test for four days. After four days, the pt said she felt sweaty and dizzy at work, symptoms she says are indicative of hypoglycemia for her. The pt says she ate something that day and went home and felt better. She said she had breakfast before going to work around 8 am that day and she said that she called her general practitioner. The pt says she takes pills with diet and/or exercise for her diabetes. According to the troubleshooting performed with customer service, it was not the first time the product was being used. Although the pt's management of diabetes is unk, this complaint is being reported because the pt alleged the meter displayed an "error 1" message and subsequently suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.